Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a single incision laparoscopic cholecystectomy (sils) procedure. The front plastic part of the grasping device was damaged when it came out of the box. In order to resolve the issue and complete the case, it was replaced with another device. There was no patient harm. The patient outcome is alive, no injury.